Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed away. A number of ventricular fibrillation episodes were noted to have occurred with undersensing noted and a delay to defibrillation. The patient was buried and the device was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.